Manufacturer narrative:
Trackwise ID #(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. They divided a rather large branch, but device did not seal. Customer stated that power setting was at three and the device did seal and transect smaller branches. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. They divided a rather large branch, but device did not seal. Customer stated that power setting was at three and the device did seal and transect smaller branches. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). A lot history record review was completed for lots 25149412, 25149386; the last 2 lots shipped to the account prior to the event date. There were no ncmr's recorded in the lot history.